Event description:
It was reported that this pacemaker is in safety mode. It was recommended to perform a device interrogation to confirm device condition. The device remains in service and there is no evidence to suggest a device replacement procedure has been scheduled at this time. No adverse patient effects were reported.

Event description:
It was reported that this pacemaker is in safety mode. It was recommended to perform a device interrogation to confirm device condition. The device remains in service and there is no evidence to suggest a device replacement procedure has been scheduled at this time. No adverse patient effects were reported.